Event description:
It was reported that during a robotic distal pancreatectomy procedure, it was observed that the stapler malfunctioned. Manual override was used to remove the device. It was unknown how the procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided..

Manufacturer narrative:
(B)(4) date sent: 07/08/2025 d4: batch #470d90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no reload present and with an ech60r buttress on the anvil. The buttress was received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. Upon visual inspection, the bailout door was noted to be out of position and not present; visible damaged was noted on the lever bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a97f4d, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 470d90, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.